Event description:
Device 1 of 2: ref MFR report #1627487-2012-09711. The pt is implanted with two different model leads. It was reported the pt has been experiencing difficulties with impedance preventing the amplitude from increasing as desired. A full parameter diagnostic indicated valid impedance values on all contacts. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.